Event description:
2/13/2026 - we were notified of a patient who had a capsule removed surgically, customer wanted to send the capsule back to us, but they stated that the procedure had been removed from capsocloud. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information regarding the surgically removed capsule. 2/20/2026 - completed frm-0089d was received indicating that the patient did not have any preexisting conditions that could have caused the retention. Capsule was ingested on (B)(6) 2026. On (B)(6) 2026, patient had an abdominal CT, on (B)(6) 2026 the patient was referred to a surgeon and on (B)(6) 2026 the patient had a surgery to remove the capsule. 2/24/2026, capsule was received at the download center, and the video was successfully uploaded into capsocloud.

Manufacturer narrative:
2/13/2026 - we were notified of a patient who had a capsule removed surgically, customer wanted to send the capsule back to us, but they stated that the procedure had been removed from capsocloud. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information regarding the surgically removed capsule. 2/20/2026 - completed frm-0089d was received indicating that the patient did not have any preexisting conditions that could have caused the retention. Capsule was ingested on (B)(6) 2026. On (B)(6) 2026 patient had an abdominal CT, on (B)(6) 2026 the patient was referred to a surgeon and on (B)(6) 2026 the patient had a surgery to remove the capsule. 2/24/2026 - capsule was received at the download center, and the video was successfully uploaded into capsocloud.